Event description:
It was reported that this left ventricular lead exhibited failure to capture. A lead revision was performed, the lead experienced difficulty to reposition, therefore, it was decided to surgically abandon the lead. Another lead was implanted instead. No further adverse patient effects were reported.